Event description:
Ous MDR - after an implantation time of about 8 months, it was reported that the device could no longer be interrogated. A suspected twiddler's syndrome was also reported. The system was exchanged and returned to biotronik for analysis.

Manufacturer narrative:
During the analysis, the lead properties were thoroughly tested. The visual inspection found a deformation of the outer conductor helix at the is-1 connector, which is probably a result of the twiddler syndrome mentioned in the complaint text. Other damage probably occurred during the explantation process. There were no indications of material defects or manufacturing errors.